Event description:
It was reported that the patient experienced inappropriate shock following episodes of noise. Atrial lead noise could be reproduced with arm movements. A lead fracture due to clavicular crush damage was suspected. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient engaged in twiddler's syndrome, and there was an insulation break on the lead.

Manufacturer narrative:
Final analysis found that the outer insulation was abraded through to the coil at 10.5 cm to 13.0 cm from the connector pin, due to friction with another device, which could have caused the reported noise problem.